Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three (3) devices were received for evaluation; three (3) events were confirmed during testing. One (1) device was found to be affected by corrosion and a shattered bearing. One (1) device was found to be affected by corrosion. One (1) device was found to have a shattered bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated. There was patient involvement; no patient impact.